Manufacturer narrative:
Unit received with blank display due to moisture damage at electronic assembly. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump was exposed to moisture. The customer's blood glucose level was not provided at the time of the incident. The customer stated that the insulin pump had no data on it and they had gone swimming with it before the no data. Troubleshooting was not provided. The insulin pump will be returned for analysis.